Event description:
During a surgical procedure, the serfas energy 90-s cruise suction probe activated without the surgeon's control. Activation continued until it was unplugged from the energy source. The serfas was removed from the patient, while the issue was being explored. The physician reports the foot pedal was not being used and the buttons on the handpiece did not feel as if they were functioning. He reported the buttons did not feel like they were depressing as they normally do. There was no change in function with unplugging and replugging in the device. The serfas self-activated again. An alternate serfas was retrieved, and the surgery proceeded with minimal delay.